Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed a falsely elevated magnesium result when using the architect c8000 analyzer. The customer uses normal reference range 0.7 to 1.00 mmol/l. Initial 3.32, repeat 0.99. No impact to patient management was reported.

Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account. During troubleshooting, sample probe (list number 01g48-04) and reagent probe (list number 01g47-03) were replaced. The issue was resolved, and the analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a labeling review. No returns were made available from the customer site for this evaluation. No adverse trend or systematic issue was identified for the issue identified in the complaint. Product labeling was reviewed and found to be adequate. A malfunction of the sample probe (list number 01g48-04) and reagent probe (list number 01g47-03) was identified, the device failed to meet performance specifications or otherwise perform as intended at the customer site as replacement resolved the issue. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.